Event description:
It was reported that the customer's insulin was leaking into the insulin pump and that she received a motor error alarm while priming. The customer stated that the leak was from the reservoir. The customer stated that there was damage to the battery compartment as well. Customer stated that the insulin pump was exposed to fluid in the past but with no visible moisture in the insulin pump. Troubleshooting was done for the motor error. The customer's blood glucose was unknown. The customer was unable to complete the rewind sequence. Advised the pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. No moisture damage found on the electronics, motor, battery tube, vibrator and keypad assembly noted. The insulin pump received with cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.